Event description:
Boston scientific crm received information that this guidant implantable cardioverter defibrillator (ICD) was associated with a battery measurement of 2.64 volts after 32.3 months of implant. This device is included in the (B)(4) 2009 shortened replacement window advisory population. A boston scientific technical services consultant (ts) discussed the advisory details and recommended monthly device follow-ups and replacement within 30 days when elective replacement indicator (eri) status is reached. There was no report of adverse patient effects, and the device remains implanted and in service. This report will be updated if additional information is received.

Manufacturer narrative:
This report will be updated if additional information is received. The device subsequently was explanted and replaced 21.9 months later with no report of adverse patient effects. This report will be updated if additional information is received or if the device is returned for analysis.